Event description:
The patient underwent mitral valve replacement and this 27 mm valve was placed. During an attempt to rotate the valve with the holder/ rotator, the leaflets dislodged. The valve was removed and replaced with another 27 mm sjm masters series valve. An intra-aortic balloon pump was placed, medications were administered, and the patient's chest was left open due to extended bypass time. It was reported the patient's status was not due to the leaflets dislodging. Postoperatively, the patient was reported to be recovering.